Event description:
It was reported that (1) tsb35 device was used during an unknown procedure. It was reported by the rep that according to the or manager the instrument was fired and cut but did not lay down a staple line. There were no staples in the instrument. It is unknown how the case was completed and there was no consequence to the pt.